Event description:
This is filed to report a perforation. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with prolapsed posterior leaflet. The first clip was implanted with no reported issue. During deployment of the second clip, the septum wall tore from the original position that had the transseptal crossing. This caused the clip to damage the posterior leaflet. Under echocardiography imaging, there was a thin prolapse that had completely torn. The second clip was removed. A left-to-right shunt was observed but was not closed. The procedure was aborted with mr remaining at grade 4. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip referenced is filed under separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, the cause of the reported perforation (atrial: no treatment) associated with the septum puncture¿s tear/ expansion could not be determined. The cause of the reported unintended movement associated with the unresponsive steering could not be determined. The reported patient effect of perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.h6 health effect - impact code 24613 removed. H6 medical device problem code 2993 removed.